Manufacturer narrative:
(B)(4). Conclusion: the electrical characteristics of the returned unit are within specifications. The printout data dated (B)(6) 2009 showed a high impedance (>3000 ohms) on rv and lv leads. Upon reception, the distal (rv) is-1 setscrew was found screwed and visible in the ventricular port. The analysis revealed: damages on the first thread and on the tip of the distal (rv) is-1 setscrew. The glue point applied at the end of the manufacturing process between the distal (rv) is-1 setscrew and the terminal block which prevent the setscrew to move during shipment was not found.

Event description:
During an implantation attempt, high lead impedances were observed in the ventricular channels (both rv and lv channels). Therefore, the device was not implanted.